Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary tower, the right-side tower bank (doors 5, 6, 7, and 8) was off the bus. The customer stated that the malfunction caused a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jan-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was running all drawers and doors closed and failure icon was present. A field service engineer inspected the device and tightened tower cables in the back of the tower to resolve the issue; customer verified all doors worked properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, the right-side tower bank (doors 5, 6, 7, and 8) was off the bus. The customer stated that the malfunction caused a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.